Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in set) during dwell 4 of 7 on the homechoice. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The technical service representative had the hp cycle the power and explained that hp would need to start over with new supplies. The patient wanted to end therapy for tonight and will inform her renal nurse within the next 24 hours what happened. The cause of the alarm was undetermined. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded so no evaluation could be performed. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A report was received that the patient had an infection at the lead site in patient's neck. The patient had the devices explanted and was treated with antibiotics. The physician does not believe the infection to be device related.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 7 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).